Manufacturer narrative:
H11: internal complaint reference case- (B)(4). H2: additional information: h6: medical device problem code. H3, h6: the reported device was received for evaluation with another device. A visual inspection revealed that there is no way to distinguish one from another. Both wands have had their liquid delivery lines and cables cut from them. Both wands are worn from use and have debris around the tip. On both wands, the black sheath that covers the bottom of the electrode is gone. One wand has its shaft covering damaged. The other wand has a small black substance on the metal electrode at the tip, it is in the location of where the black sheath would be. A functional evaluation cannot be done due to the cut cables. Wand data cannot be extracted due to the cut cables. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with a component failure. Factors that could have contributed to the failure include the wand being activated beyond the indicated amount or damaged by another instrument. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during an ent procedure, one (1) aris turbinate wand had a black, plastic-like material. The procedure was completed with a s+n back up device. There was a surgical delay of less than 30 minutes and no further complications were reported.